Event description:
It was reported that when using the bd pyxis¿ es server, there were issues across multiple pyxis machines in which medications were taking 20 minutes or longer to cross over from the ehr to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medications had taken more than twenty minutes to cross over from the ehr to pyxis for nurses to remove. A technical support specialist (tss) dialed into the server and ran a server downtime query, which showed no delay. The tss then restarted the following services: external messaging service, network pipe listener adapter, network tcp (transmission control protocol) listener adapter, and network tcp port sharing service. An email was sent to the customer, and a response was received confirming that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.